Event description:
It was reported that the patient experienced a syncopal episode. There was intermittent ventricular sensing and intermittent atrial undersensing noted in the atrial arrythmia. The right ventricular (rv) and right atrial (ra) leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.